Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed as the bending cover was leaking. The e315 scope communication error occurred due to corrosion on the endoscope connector. Additionally, water tightness was lost due to a pinhole on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the bending cover on the evis eus ultrasound bronchofibervideoscope was leaking. The patient was not under sedation and there was no procedural delay. There were no reports of patient harm associated with this event. The device was returned and evaluated, and an e315 scope communication error was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope due to a leak in the bending cover, which led to an electrical continuity error, and resulted in the displayed e315 error message. Olympus will continue to monitor field performance for this device.